Manufacturer narrative:
The user facility reported the event to the local competent authority only and did not involve the dräger s&s organization into device evaluation and potential repair measures; the status of preventive maintenance of the workstation is not known. Dräger was not able to obtain further details from the contact person named in the ufr. A case-specific evaluation solely on the base of the initial written description is not possible. The following can be concluded in general: a failure to start automatic ventilation may be related to various conditions. These triggering conditions include component malfunctions, infrastructure issues, lack of preventive maintenance and also use errors or patient-related conditions. For example, heavy coughing of the patient or applying pressure to the chest while repositioning may lead to a fast rise in airway pressure when the ventilator is applying a breathing hub at the same time. The supervisor functionality of the device software may force a shut-down of automatic ventilation then. As confirmed for the particular case, manual ventilation via the built-in breathing bag is further possible, the monitoring functionalities will remain available as well unless the event is related to complete loss of electrical power. It is not known if the user performed the recommended pre-use check which is able to detect various restrictions if present already, or if the error condition suddenly manifested during use. Further conclusions can't be made due to lack of information. Dräger recommends to have the device checked by trained service personnel.

Event description:
It was reported that the users started a surgical procedure in manual ventilation without issues but when they were attempting to switch over to automatic ventilation this would not work. As per report, the device was replaced in a controlled maneuver. It was stated that the event did not lead to health consequences for the patient.